Event description:
On 29 april 2026, it was reported by a sales representative via email that an ar-2923ds, disposables kit for 2.9mm short pushlock was reported to have the trocar break during procedure out of disposable kit. No harm to patient. This occurred on (B)(6) 2026 during a shoulder stabilization procedure. The case was completed successfully with reusable trocar.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.